Event description:
The customer reported the system takes too long to turn on. They have to keep turning off/on to get system to work.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.